Event description:
It was reported that a 74 yr old male experienced hypotension, flush, tightness in chest to impalpable blood pressure within 5 minutes of receiving a transfusion of platelets through the device. The transfusion was stopped and symptoms resolved. The transfusion was resumed and reaction recurred.

Manufacturer narrative:
Device not returned. Unless substantially significant info becomes available, this constitutes a final report. Analysis: the signs and symptoms of this and two (2) other transfusion reactions that were described for this pt coincide with many of those known to be associated with anaphylactoid or immediate generalized reaction. Immediate generalized reactions have been associated with pt sensitivity to the plasma constituents which accompany the platelets during infusion, in such platelet preparations as contain plasma. It has been reported that washing of platelets would prevent some allergic, but not febrile, reactions. The causes of immediate generalized reactions include: 1. Bacterial and/or endotixin contamination in one or more units of pc in the sequential administrations. Various estimates have been made concerning the incidence of such contamination, ranging from 0.05% to 10% of all platelet pools. 2. An immunologically mediated event. Anaphylaxis has been reported as a result of the transfusion of hla imcompatible pc to sensitized recipeint, and secondary to the transfusion of specific complement degradation products (ie, c4d) to individuals lacking the chido and/or rogers blood group antigens. Five percent of the population is theoretically at risk for this phenomenon and it is directly dependent on the total quantity of plasma infused. 3. Infusion of activated platelets. Activated platelets have been associated with the adult respiratory distress syndrome, dyspnea, hypoxia, and shock. 4. Previous administration of emetogenic medication can increase the level of recipient's serotonin, add'l to the serotonin load from the transfused platelets. This has the potential for severe hypotensive effects. In the case reported, the pt was being administered chemotherapy, although the specific agents were not identified. Ethylene oxide (eto) residuals have been reported to be a potential source of such reactions. The implicated device was not sterilized with eto. 6. A cytokine induced inflammatory response. It is known that cytokines, including il1 and 6 tnf and paf, progressively accumulate in stored platelet concentrate (pc). Levels are directly related to white blood cell content during storage and storage time. Symptoms resulting from infusion of these substances included shock, gastrointestine disturbances, vasomotor instability, flushing, and pulmonary dysfunction. These symptoms are particularly likely to occur if the recipient is further challenged with en dogenous boluses of endotoxin. 7. In one study of platelet transfusions, an incident of 5% hypotensive reactions was observed with plasma depleted pc, and 2% in luekodepleted pc with a device model similar to the implicated device. 27% of these hypotensive reactions had coincident symptoms other than hypotension. Hypotension in this report was defined as drop of mt 30mmhg systolic and 10mmhg diastolic. 8. Hypotensive reactions to platelet transfusions have been reported 12,13,14 coincidental to use of other brands of leukocyte reduction device, containing differing materials of construction (and charge polarity). It appears that immediate generalized reactions following pc transfusions occur with a natural and significant frequency, adn that leukodepletion does not increase, but may in fact decrease, the frequency of immediate generalized reaction. A review of the lot mfg history and field history of the device used did not reveal any deviation from normal MFR, significant to this event; the lot met requirements for release and no similar user report has been rec'd for this mfg lot. The initial blood pressure in these incidents was not made available up to 3.6% of recipients of pc have hypotensive episodes of 30mmhg systolic/10mmhg diastolic or more. This pt had been medicated with an angiotensin converting enzyme (ace) inhibitor, which is known to give rise to vascular instability. The pt was a chronic recipient of platelet transfusions. It is concluded that the multiple episodes reported were most likely related to medications employed and/or the nature of the blood products being transfused to this pt, or to unidentified predisposing factors in the pts conjunction with any of the preceding.